Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is suffering injuries from using the defective device. No medical intervention was specified. In section h for type of reported complaint: injury was selected that was incorrect. It is corrected to serious injury on this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is suffering injuries from using the defective device. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 05/09/2020. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no foam particles was observed. The device passed all tests. Additionally, the device was corrected. Section g3 and h6 have been updated in this follow up report.